Event description:
It was reported that testing was carried out in 2008 which confirmed that the device has malfunctioned. However, the pt was still able to hear with his device. On the following month, the pt complained about uncomfortable hearing sensations up to dizziness. No swelling, redness or pressure pain were noted. The pt was re-implanted on six days later.

Manufacturer narrative:
The device has been explanted and should be retuned to the MFR for eval. When available, a device failure analysis will be submitted as a followup report.